Manufacturer narrative:
H6- investigation type code (b): 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code (e): 4581-pupil block/ unreactive pupil/ iris atrophy. H6. Health effect- impact code (f): 4625- anterior chamber washout performed. H11- manufacturer narrative: iop elevation from baseline/ corneal edema is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop with pupil block. Iris atrophy. Corneal edema. Discomfort. Unreactive pupil. Medical management. Anterior chamber washout was performed. Lens remains implanted. The cause of the event was reported as user error. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.